Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient experienced uncomfortable stimulation in left flank. Device was interrogated and it was normal for patient. Device was reprogrammed and the outcome was reported to be resolved without sequelae as of (B)(6) 2018. The etiology was possibly related to device or therapy programming but not related to implant procedure. It was specified that the final programming date for most recent interrogation prior to event was (B)(6) 2018. No further complications were reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.